Event description:
Additional review indicates the information in MFR report # 3004209178-2012-09368 pertains to this manufacturer's report. Any addit ional info will be reported in this report.

Event description:
It was reported that the patient had to catheterize himself for the past 2 weeks. The patient could feel vibration coming out of his butt and it did not feel like it used to. Patient had device up to 8.5 to feel any vibration. The patient synched their device and it was on program 4, but no lightning bolt. The device was turned on and the patient felt stimulation. In the office it was 3.8, but the patient had to have it at 7.3. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v817056, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. For use by user facility/importer(devices only). (B)(4).